Manufacturer narrative:
Additional patient information: patient (B)(6). The patient reported difficulty swallowing during a follow up visit on (B)(6), 2004, but it is unknown when the issue originally began. This report is for one (1) unknown acdf spine construct. Unknown, as specific part and lot numbers for the complainant device/construct were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported via prodisc-c clinical study that (B)(6) underwent an anterior cervical decompression fusion (acdf) using an unknown spinal system at levels c6-c7 on (B)(6), 2004. There were no reported complications during the procedure. The patient was discharged on (B)(6), 2004 with a prescription for tylox (1- 2 tablets every 4 hours as needed). Fusion hardware was removed on (B)(6), 2004 with no reported complications at discharge. The following complications were reported: date reported - (B)(6), 2004: (B)(6) 2004 - the patient reported problems swallowing (dysphagia) during her follow-up visit on (B)(6), 2004. X-ray imaging showed graft in good position. The plate moved to the right by 5mm and was off the vertebrae by several millimeters. As a result, the fusion hardware, which consisted of the cervical plate and screws, were removed on (B)(6), 2004. Date reported - (B)(6), 2005: chronic cervical pain disorder post c6-c7 acdf implant procedure. The patient was treated with medications, including muscle relaxants. An MRI taken on (B)(6), 2004 showed night kyphosis ar c5-c6 disc level and secondary mild cervical causal narrowing with no compression. The patient's treatment is ongoing with pain management, office follow-ups, and neurological consultations. Date reported (B)(6), 2005: (anticipated adverse events) cervical myofascial dysfunction post c6-c7 acdf on august 12, 2004 and post hardware removal on (B)(6), 2004. Outpatient care without surgery: pain medication, physical therapy, brace, and muscle relaxants. Treatment is ongoing with pain management. This report will address the dysphagia (difficulty swallowing) that was reported during a follow up visit on (B)(6), 2004. This report is for one (1) unknown acdf spine construct. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Other UDI: part and lot numbers are unknown; UDI number is unknown. Initial date should have been 23november2005 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient died on (B)(6) 2008, did not complete study. Patient was last seen on (B)(6) 2007. The cause of death is unknown. This part refers to unanticipated adverse event: patient reported problems swallowing (dysphagia) during her follow-up visit on (B)(6) 2004. X-rays showed graft in good position, the plate moved to the right by 5mm and off the vertebrae by several millimeters. Fusion hardware; cervical plate and screws were removed on (B)(6) 2004. This is report 1 of 2 for (B)(4).